Event description:
Additional information received indicates that this device was explanted and replaced without incident. The device was discarded by the hospital following the explant procedure and will not be returned for analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) pace/sense and shock channels. Associated with this clinical observation was pacing inhibition for more than 2 seconds and a slight decrease in impedances. The patient is pacemaker dependent. No adverse patient effects were reported. As of today no surgical intervention has been performed as the patient is hospitalized due to renal failure. Once the patient's medical condition improves, surgical intervention will be performed. As of today the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.